Event description:
Ous MDR - after an implant duration of about 63 months, a loss of capture was reported. No event or implant date was provided. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and mechanical inspection revealing scratches on the pacemaker housing. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within the range requested by the is-1 standard specifications. The set screws could be easily screwed in and out. The set screws were effectively contacting the different connector pins. Also, the spring elements for the electrical contact between the indifferent lead connectors and the indifferent pacemaker channels did not show deviations. A sample lead connector could be inserted easily and connected easily to the device. Upon electrical incoming inspection the pacemaker stimulated with the following parameters: d00r-mode / 90ppm / 4.0v at 0.4ms / 5.0v at 0.4ms / unipolar. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional not being eri yet (elective replacement indication). Additionally the pacemaker was subjected to a long-term pacing test. The pacing test confirmed a permanent pacing of the device. In summary, this pacemaker did not show any sign of a material or mfg problem. It is completely within its specifications.